Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape for stress urinary incontinence procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the plastic sleeve broke upon pulling out the mesh assembly through the patient's left side. Reportedly, no part of the sleeve was left inside the patient as it was removed by pulling out its suture. The procedure was completed with another obtryx system - halo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2907 captures the reportable event of sleeve detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape for stress urinary incontinence procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the plastic sleeve broke upon pulling out the mesh assembly through the patient's left side. Reportedly, no part of the sleeve was left inside the patient as it was removed by pulling out its suture. The procedure was completed with another obtryx system - halo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator tape for stress urinary incontinence procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the plastic sleeve broke upon pulling out the mesh assembly through the patient's left side. Reportedly, no part of the sleeve was left inside the patient as it was removed by pulling out its suture. The procedure was completed with another obtryx system - halo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction to blocks d4, and h4: the correct lot number of the complaint device is 0022136138. The device manufacture and expiration dates are provided in blocks d4 and h4. Blocks f10 and h6: problem code 2907 captures the reportable event of sleeve detachment. Block h10: a visual assessment of the returned dilator revealed that the protective sleeve was broken off, confirming the complaint. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.